Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result when testing one patient with coaguchek xs professional meter serial number (B)(4). At approximately 9:30 a.m., a sample from the patient was tested on the meter and the result was 5.4 inr accompanied by a "c". Within a few minutes, a new sample collected from a different finger from a different hand was tested on the meter, resulting as 4.0 inr. The customer did not believe that there was excess squeezing of the finger in order to obtain a sample or any moisture present that would influence the measurement of 5.4 inr "c". Between 9:30 a.m. And 9:45 a.m., a new sample was collected from the patient from a different finger and tested on a second coaguchek xs meter (using test strip lot 16893512 with an expiration date of 31-mar-2018), resulting as 4.6 inr. The patient's coumadin dose was held on (B)(6) 2017 based on the 4.6 inr value. The patient's dosage was lowered after (B)(6) 2017 until retesting on (B)(6) 2017. The patient was not adversely affected. The patient is currently stable. The patient was allowed to leave after the third measurement. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested every 2 to 3 weeks. The meter was cleaned on (B)(6) 2017 and this was the first patient tested after cleaning the meter. There was no moisture on the meter on (B)(6) 2017. The patient is not anemic or polycythemic. The patient does not take antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no other changes to medication, no dietary changes, no illnesses, and no symptoms of high inr. The patient's hematocrit was within range. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer returned the meter and test strips for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr; donor 2 inr: 3.2 inr. Donor 1 hct: 49%; donor 2 hct: 42%. Testing results: donor #1: master lot: 2.7 inr; customer strip and meter: 2.6 inr. Donor #2: master lot: 3.2 inr; customer strip and meter: 3.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, there was no result of 5.4 inr present in the patient results. This finding, however, is consistent with the fact the customer reported that the 5.4 inr result was accompanied by a "c". Results accompanied by a "c" indicate that the sample was detected as a control solution. The 5.4 inr value would not have been recorded as a patient value since it was considered as a control result. The meter does not record control results in its memory. Potential causes for a result accompanied by a "c" include low patient hematocrit or faulty blood collection (contamination with sweat, water, alcohol, etc.).